Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the malfunction was found during the interval between the two procedures. The next procedure was canceled and re-arranged. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy failed. Upon troubleshooting, fse analyzed the log file which showed tube current out of range. Fse did tube conditioning and adaptation, but issues persisted. The defective x-ray tube was returned to philips for failure analysis and investigation showed an insulation problem between the filament and cathode head. A short circuit of the small filament causes error messages on the system interface. To resolve the issue, fse replaced the x-ray tube. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to perform fluoroscopy. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.